Event description:
It was reported that during a laparoscopic gastrectomy procedure after the second firing with a gold cartridge on the stomach, the stapler cut and stapled and the knife went back to the start position but then the stapler didn't open after pushing the knob at the back. They've tried to use the red button but that had no effect because the knife was already back. After several times pushing on the button at the back, the stapler didn't open at all. They used another echelon flex 60 to finish the procedure; they positioned the stapler medial to the other echelon and then fired again so the first stapler was cut off with the piece of stomach. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the knife was half way between the 60mm mark and home position, and it could only be returned with great effort; it is possible that some foreign object may have temporarily increased the force to return. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 'the first stapler was cut off with the piece of stomach.' Please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Intended to be cut away anyway. On what tissue type was the device used? At what location on the tissue? Stomach. Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? No, max, 10 sec. Was the cartridge correct inserted, did they hear the 'click'? Yes. During which stroke did the event occur? After the last one, the knife was completely back in original position. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near an existing line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, except that they couldn't open the stapler with force after firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The button at the back didn't work so the first trigger did not open. Was there any difficulty removing the device from the tissue? Yes! Has this any impact on the patient, the surgery or the healing process? No.